Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. There was no moisture damage on the electronic, motor, vibrator, and battery tube assembly during the visual inspection. The pump had a minor scratched lcd window, a cracked case at the display window corners, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump fell in the water. Customer's blood glucose was 10 mmol/l. Customer will receive a loaner pump.